Manufacturer narrative:
The event device is anticipated to return. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: cholecistectomy. Event description: the surgeon was about to put a clip on a vessel. It was used in a cholecystectomy, and the problem was that when they tried to insert a clip, it wouldn't come out. They removed the endo-applier and tried again outside the patient, but when they squeezed it, the clip wouldn't release. It didn't stay stuck, but the clip wouldn't come out. They got a new one. They changed the applicator for a new one. Additional information received from applied medical representative via email on 03apr25: the trigger could be easily and completely actuated. Intervention: they changed the applicator for a new one patient status: patient is good.

Event description:
Procedure performed: cholecystectomy. Event description: the surgeon was about to put a clip on a vessel. It was used in a cholecystectomy, and the problem was that when they tried to insert a clip, it wouldn't come out. They removed the endo-applier and tried again outside the patient, but when they squeezed it, the clip wouldn't release. It didn't stay stuck, but the clip wouldn't come out. They got a new one. They changed the applicator for a new one. Additional information received from applied medical representative via email on 03apr2025: the trigger could be easily and completely actuated. Intervention: they changed the applicator for a new one. Patient status: patient is good.

Manufacturer narrative:
Correction to h6. Component code. The event unit was returned to applied medical for evaluation, along with representative sterile units. Functional testing was performed on the event unit, which confirmed the complainant¿s experience of the clip not loading into the jaws. Applied medical has reviewed the details surrounding the event and related products and is unable to determine the cause of the reported event based on the evaluation of the returned unit. Applied medical has performed a historical trend analysis and review of production records and no trends were identified.